Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿. Section: impella stopped: ¿if the impella catheter has stopped suddenly: try to restart the catheter at previous p-level. If the impella does not restart, try to restart at p-2. If the impella does not restart or stops again, wait 1 minute and try to restart again. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿.

Event description:
The complainant reported a 75-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impellas support and as soon as pump was started, notification immediately appeared saying impella stopped. An attempt was made to restart impella per protocol, but impella would not restart. Impella was replaced.

Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was returned for investigation. A catheter kink was noted at the kink protector, which is sign of applied excessive force. No other physical damage was observed on the returned product. The pump failed electrical testing on one motor cable line. Further investigation revealed that the red motor cable line was opened inside the red handle. The data log shows the pump was prepared and placed in the patient. Upon start, the impella stopped 119 alarm was seen. As per the clinical details, the pump was not able to start after placement. The cause of the pump did not start issue was an open red electrical motor line inside red handle, which is likely due to excessive force applied during the procedure. Corrections to the initial MFR report:g1 MDR reporting contact email.